Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy - retroperitoneal anterior surgical procedure, the single port medium-large clip applier would not open; the clip could be loaded but could not clip into the patient. Then, the single port medium-large clip applier would not open and could only be opened manually. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
After further investigation of the failure analysis team, there were no additional findings; however, it was noted that the bend of the drive rod appears to bend towards the left when viewing the instrument's nose area with the housing removed and the main tube upwards. This observation was of interest as a second clip applier with a dislodged pivot clamp was also bent in the same direction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a dislodged pivoting clamp from the grip sector gear. This failure likely caused the imprecise motion observed during in-house testing. Failure analysis found the secondary failure of imprecise motion to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the grip open and close function. The grip tips moved in the direction commanded; however, the grip tips were unable to open or close. The instrument was unable to open and close its jaws when actuating the manual grip knob off the system. The instrument was found to have the proximal drive rod bent. This RMA will be transferred to engineering for further investigation. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.